Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2021 where the ipg was put into surgery mode. After the surgery, the ipg would not turn on. Surgical intervention may take place at a later date.